Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance, the intra-aortic balloon pump (iabp) unit failed the fill manifold test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Corrected field: e1(event site telephone: (B)(6)). Additional point of contact name: (B)(6). E-mail address: (B)(6). Phone number: (B)(6). A getinge fse evaluated the unit and resolved the issue by replacing (d997-00-0565) helium reservoir. Fse then performed safety, calibration, and functionality checks to factory specifications. Released the iabp unit to customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11. Corrected field: h6(type of investigation). The defective components were received for further investigation. The failure analysis and testing department received fill manifold assy, with a reported unit failure of fill manifold test failure. The fat department performed a visual inspection of the part received and found that the part is in good condition. The fat department installed fill manifold assy in the cardiosave test fixture and tested to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual number 0070-00-0639 revision r. The fat dept. Found that the fill manifold assembly failed the fill manifold test. The failure analysis and testing department verified the failure of fill manifold test. Retaining the fill manifold assembly in the fat department per procedure 0002-07-008 rev ar. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.